Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for evaluation. The customer's reported problem was "over infused". A visual inspection revealed a pump with small cracks on the case. A review of the pump event history log revealed no evidence of the reported problem. The reported problem was duplicated after performing three separate delivery accuracy tests. The failure mode was determined to be inaccurate delivery. It was recommended to replace the expulsor assembly.